Event description:
It was reported that on (B)(6) 2025, a 32mm amplatzer septal occluder was selected for implant using a 12f amplatzer trevisio intravascular delivery system. During procedure, the occluder deformed with a cobra shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and removed. No device was ultimately implanted and the procedure was aborted. No patient consequences were reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received the device was not deployed and retracted multiple times and there was no difficulty reported in loading the device.

Manufacturer narrative:
An event of device deformity was reported. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. The investigation found that the patch inside the distal disc of the returned device was detached and was missing sutures. The nitinol wire was found to be fractured at the distal disc. Despite the damage noted on the device, the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including verification of the patch sewn around device and presence of any broken wires. Therefore, there is no evidence to indicate that the reported unit was defective prior to shipment. It is possible that additional force may have been applied when loading the device, which could have contributed to the damage noted. The cause of the reported device deformity could not be conclusively determined. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.